Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in clinic for defibrillation threshold (dft) assessment, multiple inadequate high voltage output was observed on the lead. Lead was explanted and a new lead was implanted. Physician performed dft testing with the new lead and there was a successful adequate margin. Patient was stable and will be monitored with routine follow up.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.